Event description:
The customer reported the device will auto power off and cannot power on. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device will auto power off and cannot power on. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on and off using both battery and ac power. During internal inspection, contamination was observed under the instrument board u11 component which results in the unit not being able to hold a charge and display an incorrect full charge capacity even with a known good battery. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.